Event description:
It was reported that an asymptomatic patient presented in the operation room for a scheduled device replacement procedure. During the procedure, it was noted that the atrial lead had an insulation anomaly. The lead was capped and replaced. The patient was stable during and post procedure.